Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had blood glucose of 375 mg/dl and was running out of supplies. Customer declined transfer due to the fact that his son handles most of the transactions. Representative called number and spoke with customer's son. Caller reported that customer had high blood glucose of 500 mg/dl on (B)(6) 2016. Customer was able to resolve high blood glucose with set change, and as a result, customer was running low on supplies. Troubleshooting could not be performed due to customer not being available with insulin pump.